Manufacturer narrative:
The device was returned for evaluation and the clinical observation was not confirmed. The device was returned without the implant coil and the instant detacher; therefore, any contributing factors from these could not be assessed. Per the customer, the implant coil was implanted in the patient. As received, the actuator interface portion of the pushwire was completely pulled out from the hypotube, but retained together with the distal portion of the hypotube by the release wire. The distal portion of the pushwire was found bent at its proximal end. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Based on the analysis findings and the reported event details, the cause of non-detachment could not be determined. It is possible that it was due to an incorrect method of manual detachment. It is also possible that the implant coil detached subsequent to the release wire pulled back. Per the axium prime coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of dissected, fusiform aneurysm located in vertebral artery, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) it was reported that the physician decided to remove the coil from the patient. However, while removing the coil, the coil detached from the pusher, and the coil partially went outside the aneurysm. The physician used snare device to capture the coil but the coil eventually implanted inside the aneurysm while attempting to capture by snare device. The physician implanted more coils and finished the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.